Event description:
The suture broke while the pt was in the hosp. The break occurred along the suture line 6 days after a renal transplant procedure. The pt was able to move with assistance from the bed to a chair or the bathroom. It is unk exactly what the pt was doing at the time the suture broke. The pt underwent a reoperation to repair the suture line and now the pt is doing fine.